Event description:
It was reported that during ICD change out for normal eri, externalized conductor proximal to the rv coil was observed on the lead via fluoroscopy. No electrical anomalies were detected. Device remains implanted. Patient was asymptomatic and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.